Event description:
The meter seemed to be working but it gave a count down and then when the count down was done, the meter started counting back up. While on the phone a system review was performed. It was determined that segments were missing from the display but the count down issue was not repeatable. The customer was asked to return the meter for evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions or concerns.